Event description:
It was reported that during a port placement procedure via the right internal jugular vein, the guidewire allegedly could not be inserted into the body, and while retracting, the guidewire became entangled with the introducer needle. It was further reported that the guidewire was allegedly difficult to remove and was stretched upon withdrawal. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not requested as the lot number reported is unknown. Investigation summary: the sample was not returned for evaluation. One electronic photo was provided for review. The investigation is confirmed for the reported stretched and identified fracture and material separation issues as the guidewire was noted to be uncoiled and unravelled and both the round and flat core wires were noted to be protruding. However the investigation is inconclusive for the reported difficult to insert, physical resistance and difficult to remove issue as there was no objective evidence. The definitive root cause could not be determined based upon available information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.